Manufacturer narrative:
Sections with additional information as of 23-oct-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 261, 295 and 158 mg/dl. The customer is not concerned with meter memory result of 66 mg/dl; customer wasn't feeling well that day (didn't specify symptoms related to low blood sugar). She didn't seek medical intervention; customer stated drank juice and had started feeling better. The customer¿s expected am fasting blood glucose test result range is 98-106 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored at room temperature in her purse. The test strip lot manufacturer¿s expiration date is 10/23/2026 and open vial date is 2 days ago. The meter memory was reviewed for previous test result history: result 1: 261 mg/dl, date: (B)(6), time: 9:09am fasting, result 2 :295 mg/dl, date: (B)(6), time: 7:51am fasting , result 3: 66mg/dl , date: (B)(6), time: 10:13am fasting , result 4: 125mg/dl , date: (B)(6), time: 7:15pm fasting , result 5: 158mg/dl , date: (B)(6), time: 10:30am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: customer contacted manufacturer on 22-aug-2025 -customer stated replacement products resolved initial concern.